Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op diagnosis: vaginal vault prolapse, cystocele, rectocele, enterocele, stress urinary incontinence, vaginal wall cyst. Post-op diagnosis: vaginal vault prolapse, cystocele, rectocele, enterocele, stress urinary incontinence, vaginal wall cyst. Name of procedure performed: laparoscopic uterosacral ligament colpopexy, laparoscopic enterocele repair, removal of vaginal wall cyst, pubovaginal sling, laparoscopic bilateral salpingo-oophorectomy, cystourethroscopy.